Event description:
It was reported that the patient for a follow up in clinic. It was noted that the right ventricular lead exhibited noise oversensing, which resulted in inappropriate high ventricular rates and pacing inhibition. The noise was reproducible with upper body isometrics. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination noted external insulation breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2025. The patient was discharged in stable condition.